Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the outer layer of the percutaneous lead cable was damaged. It was noted that, in some parts, the wires were already visible. The percutaneous cable was taped.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient¿s pump cable. A specific cause for the damage could not be conclusively determined through this evaluation. Evaluation of the submitted images revealed a tear in the outer jacket of the pump cable. The armor layer was also torn, and the underlying wires were exposed but did not appear damaged. Discoloration of the pump cable bend relief as well as worn markings on the inline connector were also observed. The submitted images also showed the pump cable after the rescue tape was applied. The controller event log file contained events from 10oct2024 through 11oct2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.